Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump history was noted to be inaccurate and the pump indicated a data log corruption. Blood glucose level was 100 mg/dl. Reportedly, the customer continued using the pump for continued insulin therapy.